Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter maintenance 1) secure the foley catheter. Use the statlock® foley stabilization device if provided. 2) maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. 3) maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. 4) keep the collection bag below the level of the bladder or hips at all times. 5) empty the collection bag regularly using a separate, clean collection container for each. Foley catheter removal 1) to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required tomake the syringe ¿stick¿ in the valve 2) allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3) use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4) if the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5) should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there seemed to be some leakage from the balloon of the foley catheter. The one-way valve or balloon port in the catheter could be failing to hold the correct inflation of sterile water in the catheter balloon. It was also reported that there were four instances where the foley catheter was removed in four different patients. 10cc of sterile water inflated in the balloon at the time of placing these catheters. On 12jan2021, patient's catheter deflated and became dislodged on the same day. On (B)(6) 2021, patient's catheter measured an output of 4ml of sterile water when it was removed. Another patient's catheter placed on (B)(6) 2021 measured an output of 7-8ml of sterile water when removed. On (B)(6) 2021, patient's catheter measured an output of 3ml of sterile water when the catheter was removed. As per follow up made on (B)(6) 2021, it was reported that the the first encounter with this issue was for a catheter that only had 4ml in the balloon after 3 weeks or so. This was a nursing visit where a nurse was observing another nurse (who confirmed 10 cc went into the balloon). Weeks later the nurse that previously observed the last visit goes out for a call and the patient has retention and the catheter was not draining. Once the nurse was deflating the balloon and they found that only 4ml was in there. The suprapubic catheter stoma begins gushing urine. The nurse replaced the foley with a new 16fr catheter and the nurse was sure 10 ml were in that balloon. The nurse suspected that the deflated balloon was backing out and the draining aperture was occluded with the patient¿s suprapubic canal, causing the retention and blocking the catheter from draining . No holes in the catheter were noted upon inspection and two nurses also stated that they have not noted unusual holes in the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter seems have some leakage from the balloon. The one-way valve or balloon port in the catheter could be failing to hold the correct inflation of sterile water in the catheter balloon. It was stated that this occurred in four instances to four different patients when their foley catheter was removed. There was 10cc of sterile water inflated in the balloon at the time of placing these catheters. Also provided measured sterile water outputs when the foleys were removed including a catheter that deflated and became dislodged. On (B)(6) 2021, patient's catheter deflated and became dislodged on this date. Catheter was previously placed at omc, also unsure of lot number for this catheter since it was placed at omc. On (B)(6)2021, patient's catheter measured an output of 4ml of sterile water when removed. On (B)(6) 2021, patient's catheter measured an output of 7-8ml of sterile water when removed. On (B)(6) 2021 patient's catheter measured an output of 3ml of sterile water when removed.